Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_ unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported the patient had their implantable neurostimulator (ins) and extension removed, but their two leads remained implanted in the patient¿s body. The manufacturing representative stated it was unknown why the explant occurred or why the devices were explanted and they did not know if the lead ends were capped off. This had occurred ¿a long time ago.¿ the patient¿s healthcare professional wanted to do an MRI of the patient¿s brain. No interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.